Event description:
It was reported that the patient was receiving potentially dampened waveforms. The patient was noted to be in the hospital with a deep vein thrombosis in the leg and the site was concerned that there may have also been a pulmonary embolism/thrombus in the pulmonary artery. The cardiomems sensor was not alleged to have caused or contributed to the deep vein thrombosis in the leg. On a later date, (B)(6) 2023, additional cardiomems readings were sent and appeared physiologic and not dampened. Further information also received confirmed a ventilation/perfusion lung scan was performed and a pulmonary embolism was suspected in the left and right pulmonary arteries. The patient was treated with anticoagulation and no further intervention was planned at that time. The patient was noted to be stable. The patient did not have a history of deep vein thrombosis or any changes in their anticoagulation therapy prior to the event.

Manufacturer narrative:
The reported issue was investigated but cannot be conclusively confirmed at this time as the root cause is unknown and the device remained implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported event could not be conclusively determined.